Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant alleged that during a routine shift check by a clinician, the device would not power up.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.